Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient born (B)(6) 1951 underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis, surgical intervention and prolonged hospitalization. It was reported that at the end of an atrial fibrillation procedure, after completing the "cti line" the physician checked for effusion, per standard protocol and the physician confirmed there was a pericardial effusion present in the right ventricle that was getting bigger and simultaneously they noted a slight decrease in the patient's blood pressure. A pericardiocentesis was performed, and about 800 cc's of fluid was removed, and the drainage tube was left in place at that time. They waited about an hour and a half, and once the fluid was removed the patient was stable. Additional information was received. An ablation catheter was used in the case. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. The patient outcome of the adverse event is fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event. They were initially monitored after the procedure and had to go to the operating room. They stayed about a week after for recovery/monitoring. A transseptal puncture was performed with a brk1. Prior to noting the cardiac tamponade, ablation was performed and there was no evidence of steam pop. The cardiac tamponade was noticed after the procedure was completed. The irrigated catheter flow setting was normal stsf flow settings. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector & visitag with the visitag module parameters for stability set at 2.5mm of stability for 3 sec, tag size 2 with an additional filter used with the visitag of respiratory gated and the color options used prospectively was impedance.